Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis showed multiple abrasion marks along the lead. In particular the insulation in the distal end region was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as cuts into the insulation 14cm distal to the is-1 connector pin, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted during biv upgrade due to noise. No adverse patient events reported. Should additional information become available, it will be added to this file.